Event description:
During use of the device for an non-clinical activity, the user reported that the system did not run on battery power when unplugged from the outlet and the battery immediately goes dead. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.